Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a complete ventilation failure during a case. No patient injury reported.

Manufacturer narrative:
The investigation was based on the provided information and device logfile. The reported event could only be partly verified through the logfile analysis around 9:45 am on the date of event. At this time, differences of up to ~200ml between the inspiratory and expiratory flow sensors can be seen in the logfile. During this therapy, the "fresh gas low or leakage" alarm was triggered by the atlan. During visit from the draeger engineer in follow-up to the event, the device failed the self-test due to the sample line being completely disconnected. Once connected correctly to the y-piece the device self-test was passed. It was noticed that the circuit in use was approximately 3 metres long. No parts were replaced. Therefore, it is possible that a temporary leakage in the patient circuit has led to the described event. Based on the provided logfile analysis a vent fail or stop of automatic ventilation could not be confirmed. The atlan has integrated pressure monitoring. During therapy, pressure alarms are signaled visually and acoustically according to the alarm limits set by the user (e.g. Fresh gas low or leakage, minute volume low, apnea, etc.). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a complete ventilation failure during a case. No patient injury reported.